Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. An rv lead fracture was suspected. The rv lead is a competitor's product. The crt-d remains in service at this time. This patient is not dependent on rv pacing and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a system revision was performed. The rv lead was replaced and this crt-d remains in service. No additional adverse patient effects were reported.